Event description:
It was reported that just before, or possibly at end of service (eos), the device measured threshold that seemed to have increased. The physician questioned if the correct output was being delivered. The device was scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
The device was explanted and replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Device status evaluation summary: upon analysis, normal battery depletion was found.